Event description:
On (B)(6) 2006, I underwent a left total hip arthroplasty procedure. I rec'd a depuy 64 mm diameter acetabulum with a metal liner, a metal head with a 5 mm neck, and a stem of 16 mm in diameter. Soon after surgery, I began experiencing severe pain and discomfort. Due to chronic pain and discomfort, and infection, on (B)(6) 2009, I underwent a revision of the left total hip arthroplasty. I rec'd a depuy solution stem with a size 8 inch straight stem x 19.5 mm with a 35 mm calcar. The implant was fully porous-coated and press-fit. Also, a +5 x 44 mm femoral head and neck component, a pinnacle acetabular component, size 64 mm, and a metal on metal liner with an internal diameter of 44 mm. Since the implantation of the pinnacle devices, I experience severe pain and discomfort and inflammation in my left thigh and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: end stage osteoarthritis, left hip. Infected left total hip arthroplasty.